Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: at startup, there was no display on the screen and there were audible tones. The pump was opened to investigate. The display screen was observed to be cracked. The cracked screen was replaced with a new test screen and was fully functional. Further testing was prohibited due to the damaged display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display issue. The screen was dim and difficult to read but then became entirely blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.